Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomosis surgical procedure, the customer reported the surgeon was cauterizing using a harmonic ace instrument and one half of the blade fell off. A visual check was done and the customer found the broken tip in the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon was performing a dissection when the fragment fell inside the patient. The instrument was in use for 30 minutes prior to the issue. The surgeon did not notice any issues with the function of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment was removed during the same procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip in the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. The broken piece measuring .586" x .088" was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade leading to eventual/premature failure (e.g., scratches and damage results in cracks, which then result in broken blades). The complaint regarding broken tip in the patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.